Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaints database finds no other reports against the product/lot code combination since its release to distribution. The investigation can draw no conclusion regarding the reported event. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.